Event description:
It was reported that, an 840 ventilator had an erratic display. The ventilator was not in use on a patient at the time the malfunction occurred. The evaluation and repair of the device has not been completed.

Manufacturer narrative:
Customer called to cancel this service repair. Customer opts to use this vent as a trade-in rather than repair it. Covidien was not authorized to repair the device.